Event description:
It was reported that the patient received multiple inappropriate shocks. Oversensing and noise was noted. The lead was extracted and replaced. No further patient complications were reported as a result of this event. It was further reported that approximately one month after explant of the lead the patient developed a left subclavian, left cephalic, and left axillary deep vein thrombi. In addition the patient had a pocket hematoma and a suspected infection. The cultures are pending. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Evaluation summary: (B)(4): the full lead was returned, analyzed and the proximal conductor was fractured. It was noted that the distal conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the bilumen tubing had a void (non electrical), there was blood/body fluid on the outer tubing overlay, the outer tubing overlay was melted, the inner tubing was kinked/buckled, the outer tubing was kinked/buckled, outer tubing overlay with cosmetic environmental stress crack, the outer tubing had cosmetic environmental stress crack breach (non electrical), the outer insulation had a cosmetic depression and there was blood in/on the helix mechanism. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.